Manufacturer narrative:
(B)(4). Method: the complaint three rt266 breathing circuits (device 1 and device 2: lot number 2100008853, manufactured on 24 nov 2015; device 3: lot number 150807, manufactured on 7 august 2015) were returned to fisher & paykel healthcare (B)(4) and were visually inspected and pressure tested for leak. Results: visual inspection revealed a crack along the one of the swivel wye ports in all devices. The pressure test revealed that the devices were outside of specification. A lot check revealed no other complaint of this nature for lot number 2100008853 and lot number 150807. Conclusion: we are unable to determine the root cause of the fault reported by the hospital. All infant evaqua breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit illustrate in pictorial format the correct set-up and use of the breathing circuit kit. It also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that three rt266 infant dual-heated evaqua2 breathing circuits had cracked on the y-piece connection, creating a leak. No patient consequence was reported.